Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve repair (tavr) procedure. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f, and the procedure was completed. However, the two pre-placed sutures were unable to achieve hemostasis. An additional prostyle was inserted, but during use, the foot plate broke. Therefore, a vascular cut down was performed to achieve hemostasis. No additional information was provided.